Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 22 g x 0.75 in. Huber plus infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The needle of the returned infusion set was observed to be slightly bent at its base. The sample was flushed with a 12 ml syringe of water and a leak was observed near the needle housing. A microscopic observation revealed no damage at the needle housing or wings/safety mechanism, but, once the handle of the infusion set was removed, a small crack was observed in the clear plastic needle housing near the distal end of the collar over the junction of the needle and the extension tubing. Microscopic stress fractures were observed at the corners of the crack as well as about a 1 mm distal to the crack on the same side of the needle housing. The needle cannula was observed to be slightly bent at the location of the observed crack. While the exact cause of the crack in the needle housing of the returned sample is unknown, possible causes include damage during storage, handling, or attempted use. A lot history review (lhr) of redr0580 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during priming of the huberplus before using to the patient, a nurse felt that the wing part was wet. When the needle was accessed to the port system and administration of antiemetic was started, leakage was found from the vicinity of the connection between the needle and the wing. The nurse stop using the device and another package of the huberplus was opened to complete the administration. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0580 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during priming of the huberplus before using to the patient, a nurse felt that the wing part was wet. When the needle was accessed to the port system and administration of antiemetic was started, leakage was found from the vicinity of the connection between the needle and the wing. The nurse stop using the device and another package of the huberplus was opened to complete the administration. There was no reported patient injury.